Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2020, the patient was given indwelling needle puncturing according to the doctor's advice for intravenous infusion. After successful puncturing, the puncturing needle was withdrawn and the liquid was dripped into the patient, and there was the leakage at the catheter junction."

Manufacturer narrative:
H.6. Investigation summary in response to the event reported by your facility a device history review was conducted for lot number 9077773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2020, the patient was given indwelling needle puncturing according to the doctor's advice for intravenous infusion. After successful puncturing, the puncturing needle was withdrawn and the liquid was dripped into the patient, and there was the leakage at the catheter junction."